Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2022. Customer's blood glucose level was 289 mg/dl. Customer stated that the insulin pump had a critical insulin pump error alarm. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.